Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during multiple supply changes, including with new supplies and a dry run that initially succeeded, after which the alert recurred when new supplies were connected; the patient had not used the ilet for approximately two days and reported high glucose readings on a libre 3 plus, and the user reportedly prefilled cartridges contrary to instructions. Symptoms included hyperglycemia. Outcomes included the need to discontinue ilet use and seek insulin management through the care team or hospital. Investigation included guided troubleshooting, dry-run testing, and planning for device replacement and return of the previous unit, along with user education to avoid prefilled cartridges and to synchronize data prior to shutdown. Investigation of this case revealed recurrent alert behavior consistent with a device alarm condition with cause unclear, with potential contribution from user handling of supplies and cartridge prefilling. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.